Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient indicated that beginning on (B)(6) 2015 their stimulation was not helping with their pain so they had a full system removal on (B)(6) 2019. The patient noted that they do not have a managing healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Device info corrected. If information is provided in the future, a supplemental report will be issued.